Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, a patient with leukemia was administered cytarabine chemotherapy. During intravenous infusion, the PICC tube leaked at the puncture site. An x-ray and ultrasound were performed to confirm that there was no blood clot, and the tube was removed. It was then discovered that there was a crack about 15 cm from the PICC catheter, causing fluid leakage. This incident led to the unscheduled removal of the tube, which was originally planned to be removed after the collection of stem cells and the patient's condition had stabilized. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed; however, the exact cause is unknown. One photograph of a single lumen powerpicc solo was returned for evaluation. An initial visual observation of the photograph showed a split in the catheter shaft just proximal the 15 cm mark. No details of the fracture site could be discerned from the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.